Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited the angulation locked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: since device inspection detected wear/fray of angultion wire (a-wire), the reportable malfunction may have been due to the worn/frayed a-wire. A-wire may be worn/frayed by excessive angulation or other handling, which caused angulation to remain in the set position. Since liquid leakage was found at the up/down-plate (u/d), it is presumed that the u/d-plate was rusted and could not be rotated. However, a root cause could not be identified. The event can be detected by following the instructions for use which state: "detection method: operation manual 3.3 inspection of the endoscope". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.